Event description:
It was reported that the physician describes the event: this cvc was inserted in a patient and leakage was noted at the insertion site regardless of which leg was injected into. Good backflow in the distal leg. On x-ray examination with contrast administered in the distal leg, you could see that the contrast come out at the tip, but you also saw leaks at the insertion site.

Manufacturer narrative:
Qn#(B)(4). The customer returned one 2-lumen cvc for evaluation. Visual inspection was performed and no issues were identified. The total length of the catheter body measured to be 212 mm which is within specifications of 207-227 mm per product drawing. Functional testing was performed by connecting the extension lines of the catheter to the lab leak tester and clamping off the distal end of the catheter. There should be no liquid leakage from the cvc catheter in the form of a falling drop when tested at 45 psi for 30 sec when tested per bs en iso 1055-1 annex c. The leak tester was turned on and the pressure was increased to 45 psi and held for 30 seconds. No leaks were observed from any region of the catheter while testing. The catheter was flushed using a water-filled lab inventory syringe. No blockages were detected. The customer did not provide a lot number; however, a potential lot was determined based on a sales history review for this customer. A device history record review was performed based on the potential lot and no relevant findings were identified. The IFU provided with this kit cautions the user, "some disinfectants used at catheter insertion site contain solvents which can weaken the catheter material. Alcohol, acetone, and polyethylene glycol can weaken the structure of polyurethane materials. These agents may also weaken the adhesive bond between catheter stabilization device and skin." The customer report of an insertion site leak could not be confirmed by complaint investigation of the returned sample. The catheter passed all relevant functional inspection and a device history record review was performed based on sales history with no relevant findings. No problem was found with the returned sample. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician describes the event: this cvc was inserted in a patient and leakage was noted at the insertion site regardless of which leg was injected into. Good backflow in the distal leg. On x-ray examination with contrast administered in the distal leg, you could see that the contrast come out at the tip, but you also saw leaks at the insertion site.